Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior prolapse. An xtw clip was inserted and while grasping with the grippers simultaneously, the posterior gripper would not lower. The clip was then retracted into the left atrium (la). Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. The procedure was continued, and two new xtw clips were successfully implanted, reducing mr to a grade of 1-2. While outside the anatomy, it was observed the posterior gripper would not lower. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue during and post procedure could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.